Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that multiple intermittent occlusion alarms occurred. Reportedly, the customer declined troubleshooting with tandem's technical support. Blood glucose was 587 mg/dl and bg was addressed with a manual injection. At the time of report, bg was 78 mg/dl.